Event description:
While using new k-sheild zen winged blood collection set line was kinked and blood specimen was oozing out from the vacutainer holder connection, resulting in stopping blood flow for collection. Patient had to be redrawn with new blood collection set.